Event description:
Procedure type: cholecystectomy. According to the reporter. The device lost a piece of the rubber seal on the operating table. It was found on the table. The pt looked fine. The customer states, this happened before the procedure.

Manufacturer narrative:
According to the reporter, the complaint involves one of the following lot numbers: p7e0374, p7e0375, or p7d0101. It is unk which lot was involved during this incident.